Event description:
A customer reported that the quick bolus/wake button on their pump was difficult to press and required multiple attempts to activate the screen. There was no adverse impact to the customer¿s blood glucose level as it was within the normal range. Tandem technical support instructed the customer on how to address the issue temporarily, confirmed shipping details, and arranged for a replacement pump. The customer was advised to use multiple daily injections (mdi) as a backup therapy and was provided instructions on storing the faulty pump before returning it.